Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the clip did not deploy and remained in the device. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was available.